Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm was confirmed. Ventec opened the device to perform an internal inspection and observed that the lcd cable was pinched between the internal flow transducer (ift) and the ribbon cable connector on the front case board. As a result, the lcd cable was pushing against the ift, producing a leak which caused the patient circuit disconnect alarm. Ventec replaced the lcd cable and ensured that it was properly routed to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the lcd cable had been improperly routed.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.